Manufacturer narrative:
The reported event for noise/over-sensing was not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing on the lead did not find any anomalies.

Event description:
Related manufacturing reference number: 2017865-2023-11654. It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead and the pacemaker exhibited noise that was over-sensed. The right ventricular lead and pacemaker were removed and replaced. The patient was recovering after the procedure.